Manufacturer narrative:
Event date is estimated the unique device identifier (UDI) is not provided because the batch number in unknown. During processing of this complaint, attempts were made to obtain complete device, patient, and event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.